Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a site in the us. A 10th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10.

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: the finding group for aortic valve/ function was converted from radio buttons to check boxes. The risk that this presented is that a user can select and populate a report with contradictory findings information. Two groups of findings were affected; finding group ID= (B)(4) (stenosis) and finding group ID= (B)(4) (regurgitation). Agfa queries against the rmat database confirmed that there are no reports which have combinations of findings within the finding. Thus no reports currently contain conflicting information. No patient harm has been reported due to this event. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference# is z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.